Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got gain was greater than 1 minute per week. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for whack time clock anomaly. The product will be return for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device monitored for 3 days. No time/clock anomaly noted during testing.